Manufacturer narrative:
Only a piece of the lens was returned inside a plastic specimen cup. Solution was dried on the lens portion. The optic has been torn/cut into pieces with additional split/cracked damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. The 26.5 diopter lens was replaced with 25.0 diopter lens. The root cause for the complaint of 'exchanged due to blurred vision and malfunctioning iol" cannot be determined. Only a portion of lens was returned. A lens bench evaluation could not be conducted due to the lens damage. Information provided by the customer indicated that this lens was replaced with a lens of the same model but was 1.5 diopters less in diopter. The alleged iol malfunction was not specified. Additional optic damage was observed on the returned lens portion. The observed lens damage is similar in appearance to handling related damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
A sample device was not received for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to blurred vision and malfunctioning iol. Additional information was requested.